Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the rite (return instrument test / evaluation) functional test and electrical test for earth ground leakage. The assignable cause was determined to be pneumatic system fluid ingress.